Event description:
The patient had obtained a 400 mg/dl on friday, while seeming as though patient had hyperglycemia. The reporter could not specify the time of testing or units of insulin taken based on the meter reading. The following day, patient was unable to test due to the reported issue. Patient took their set 12 units of 70/30 insulin in the morning and did not take their sliding scale insulin, as patient was unable to obtain a blood glucose reading. On sunday, patient suffered a heart attack; however, their family was unaware of the incident. The patient was unable to test on sunday or monday; however, patient maintained their 12 units of 70/30 insulin. Patient was described as looking as though patient was "out of it". On tuesday, patient fell unconscious between 10:00 and 10:15 am. Their family member contacted the paramedics. The reporter was unable to indicate if the paramedics tested or treated the patient upon their arrival. At 10:30 am, patient was transported to the hospital, where patient had a blood glucose level in the 1000 mg/dl range. Their 70/30 insulin was increased from 12 to 25 units. The reporter was unwilling and unable to provide any further information regarding the incident. The patient did not allege harm. However, there is an indication that the product meets the criteria for a medical device reportable. The patient experienced injury and medical intervention due to the reported issue. The patient was unable to test for several days or follow their sliding scale regimen. Patient eventually developed hyperglycemic symptoms, suffered a heart attack, and was admitted to the hospital due to blood glucose levels in the 1000 mg/dl range. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.